Manufacturer narrative:
On 12/16/17 - we were notified that the pacemaker that was implanted with this lead was returned for analysis. The evaluation has been updated to include additional information. The lead under complaint was not returned for analysis. Therefore the device itself could not be investigated. This report is thus purely based on the results of the pacemaker analysis, the follow-up data and the diagnostic images returned for investigation. The returned data was evaluated, confirming the clinical observation. However, the data did not show any indication of a pacemaker malfunction. Upon receipt, the pacemaker was interrogated and the memory content was analysed indicating no anomalies. The battery status was found to be larger than 50 percent. The header of the device was analysed. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is 1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The pacemaker functioned as expected. Additionally the impedance measurement functions of the device were tested documenting regular device behaviour. In conclusion, the pacemaker was fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Based on the information available for analysis, it cannot be excluded that a damage of the lead might have contributed to the reported clinical event. In particular the provided xray image of the pocket area showed two indents of the lead body, consistent with the observation reported in the complaint description. It is assumed that this finding resulted from a tight suture. However, without an analysis of the lead itself, no definite conclusion regarding the root cause can be drawn.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that an estimated 72 months after the implant decreasing impedances with intermittent loss of capture and oversensing was noted. Furthermore, an insulation breach could be seen under the suture sleeve. The lead was capped, a new lead was implanted. The date of implant was not provided.